Event description:
Tech alleged the siderail would not latch. No pt impact.

Manufacturer narrative:
The tech found a broken end tube on the siderail. The tech replaced the end tube to resolve the issue.